Manufacturer narrative:
Findings: unit passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty sensor resistor unit received missing end cap sticker. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that they could not clear the alarm due to buttons not responding. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.